Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in a moderately tortuous and severely calcified right coronary artery (rca). A 12mm x 3.50mm nc quantum apex balloon was selected for pre-dilation. However, upon second inflation at 14 barometric pressure, it was noted that the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's condition was stable.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in a moderately tortuous and severely calcified right coronary artery (rca). A 12mm x 3.50mm nc quantum apex balloon was selected for pre-dilation. However, upon second inflation at 14 barometric pressure, it was noted that the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc quantum apex balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed a kink in the hypotube 110cm from the hub. Microscopic examination revealed a longitudinal tear in the balloon 4mm from the tip and approximately 14mm long. There is blood present in the guide wire lumen and the balloon is loosely folded. There is no indication the device was inflated over rated burst pressure. Inspection of the remainder of the device presented no other damage or irregularities.